Event description:
The device was used during a breast biopsy procedure. Reportedly, the instrument did not cut and bleeding occurred. The pt suffered a hematoma post operative and was returned to the operating room for drainage and the surgeon applied suture to correct the condition. The hosp has reported the pt's condition is satisfactory.